Manufacturer narrative:
Philips has received additional information confirming that there was no patient or user harm. The investigation into this complaint is ongoing. A final report will be submitted once it is complete.

Event description:
It was reported to philips that the system batteries are charged; however, log files show messages indicating that the batteries are not charged. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.